Manufacturer narrative:
Submit date 5/19/08. An investigation is under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2008, that pt had a problem with a dialysis catheter. The customer reported that the pt got the catheter in 2007. In 2008, one of the ultem adapters was damaged. A small piece of the adaptor broke off. There was also a crack in the adaptor. They decided to take away the palindrome. A new catheter was placed.